Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 7f exoseal vascular closure device (vcd) proper hemostasis was not achieved after the device was removed from the patient's body. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device prior to opening the package. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 7f exoseal vascular closure device (vcd) proper hemostasis was not achieved after the device was removed from the patient's body. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device prior to opening the package. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. No other outstanding details were noticed. Functional analysis could not be performed since the device was received fully deployed and it cannot be set back to the manufacturing position to perform the deployment process. The reported event of ¿plug-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw, and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.